Manufacturer narrative:
The reason for this revision surgery was instability. The previous surgery and the revision detailed in this investigation occurred over 1 year and 5 months apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to hip instability. The device was within it's respective expiration date at the time of use during the previous surgery. Customer complaint history of the device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to patient's instability. There are multiple factors which may cause the event that are outside the control of djo surgical are degenerative bone, poor bone density, patient bone deterioration, improper surgical technique or implant selection. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery. The doctor decided that the patient wasn't stable enough and wanted to constrain.